Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly and the staple line did not hold. The surgeon used cautery to stop the bleeding and used another instrument to complete the procedure. The hosp has reported no pt injury occurred.